Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient was enrolled in a clinical study and experienced pain and a clunking feeling caused by dislocation. Patient underwent a left revision procedure approximately five months post-implantation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k042757. This report is number 3 of 4 mdrs filed for the same patient (reference 0001825034-2016-03988 & 04005 & 04009 & 04012).

Event description:
It was reported the patient was enrolled in a clinical study and underwent a left revision procedure due to dislocation approximately five months post-implantation.